Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available. The primary device identifier (di) number was not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during priming this pressure monitoring kit before use on patient, a white fragment was found floating inside the IV line. There was no allegation of patient injury.